Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted during testing. Analysis was to verify motor slide piston damage due to pump no longer available for testing. (B)(4).

Event description:
The customer reported via phone call that the piston broke in half. The customer's blood glucose was 98 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.